Event description:
It was reported that the insulin pump alarmed for button error. The reporter could not clear the alarm. No buttons were pressed for 3 minutes or longer. Reporter had to treat with manual injections. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
No button error alarms were noted during testing. However, the pump had intermittent act button response due to moisture damage on the keypad traces. The pump had minor scratches on the lcd window, a cracked case at the display window corners, cracked battery tube threads, a broken belt clip slot, a cracked reservoir tube lip and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)